Manufacturer narrative:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The lal in this report was implanted in the right eye (od) and targeted for -1.00. When the patient initially complained of blurry vision on (B)(6)2023, their uncorrected distance vision was 20/50, manifest refraction was -1.00 sphere, and best corrected distance vision was 20/30-. Patient's uncorrected near vision was 20/25 (j1) ou. The surgeon explanted the lal from the od on (B)(6) 2023 and replaced it with a standard iol. After the iol exchange, on (B)(6) 2023, the patient's uncorrected distance vision was 20/70+1, manifest refraction was -1.75 +1.25 x020, and best corrected distance vision was 20/25. Manufacturer reference #:(B)(4).

Event description:
The site reported that a light adjustable lens (B)(4) was explanted due to patient complaint of blurry vision. The surgeon was able to explant the original lal and implant a non-lal lens. An anterior vitrectomy was also performed during the iol exchange. Rxsight's first awareness of this event was on (B)(6)2023.